Manufacturer narrative:
Initial and final (B)(4)- device 7 of 8.

Event description:
Reference number (B)(4). Event occurred in the germany. It was reported by the patient's catheters came loose. No further information available.